Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a blank display and did not had a low alert before replace battery. The customer's blood glucose level was unknown at the time of the incident. The customer stated they changed the battery with a brand new one out of the package but it still asked the customer to change the battery. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer reported that the battery was previously used. The customer informed that the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. After replacing the battery for the third time, the insulin pump screen turned blank. After replacing the battery for the fourth time, the issue persisted. The insulin pump had a blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify power loss alarm due to blank display.